Event description:
The user facility reported that during a patient procedure their surgical table does not stay in trendelenburg position. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating to specification; no issues were noted and the reported event was unable to be duplicated. The table was returned to service and no further issues have been reported. The table is approximately 18 years old and is serviced and maintained by the user facility.